Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm alarmed and displayed a glucose value of 43 mg/dl. At that time, the patient did not have access to a glucometer at home. She reported experiencing symptoms including sweating, shakiness, and headache, which prompted her to call 911. While awaiting emergency medical services (ems), the patient consumed cereal and self-administered a glucagon nasal spray. Upon ems arrival, a fingerstick blood glucose (fsbg) measurement was 117 mg/dl, while the cgm continued to display a value of 43 mg/dl. Despite the fsbg value, ems administered a sugary syrup pack based on the overall clinical context and recent events rather than the fsbg measurement alone and elected to transport the patient to the emergency room (ER). In the ER, the patient¿s blood glucose was measured at 170 mg/dl, while the cgm continued to display a value of 43 mg/dl. No specific treatment was provided in response to this subsequent bg measurement. The patient remained in the ER for approximately two hours. At discharge, her blood glucose was reported as stable (exact value not specified), and the patient continued to report a headache. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken when the emt arrived. The reported glucose values fall within the c zone of the parkes error grid in the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.